Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 11/01/2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/12/2023. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular. Imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Fiducial markers were placed transperineally prior to injection. The procedure was performed under general anesthesia. The patient has been experiencing difficulty with bowel movements since the hydrogel placement. The magnetic resonance imaging (MRI) and computed tomography (CT) showed the hydrogel in the left side of the prostate under the capsule which got into the venous plexus and surrounds the apex of the prostate. It was also noted that the hydrogel appeared to be under the serosa and there was a point the hydrogel was close to the mucosa. The patient was planned for stereotactic body radiation therapy (sbrt), which was put on hold on due to the risk. The patient current condition was reported as unknow. However, the patient experienced pain and discomfort due to the hydrogel misplacement.